Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a vtach alarm was not provided at the information center for a patient in bed 606 in the heart ICU on (B)(6) 2017 at 14:49 although the event was found stored in the event review application. A patient had a vtach event but the customer has not alleged or reported any harm to the patient.